Event description:
The customer reported that the alarm will not alarm when pressure is taken off of the sensor pad. They checked the unit with new batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).